Event description:
A customer reported an s8-3t transducer was producing poor image quality. The procedure in progress was completed successfully using another transducer and there was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined excessive exposure to a chemical cleaner damaged the transducer causing the poor image quality issue.